Event description:
It was reported by the edwards field clinical specialist that the patient experienced a pea arrest 2 days post tavr. Reportedly the physician¿s assistant (pa) returned to patient's room to administer albumen. The patient was trying to get out of bed, was very agitated, and was not following commands. The patient was assisted back to bed and then became unresponsive. Multiple rounds of epinephrine, bicarb and calcium were given. A sonosite evaluation of the heart was concerning for a disorganized rhythm and the patient was shocked (asynchronous, 100j then 200j). The patient was intubated emergently and chest compressions were performed. The patient regained return of spontaneous circulation (rosc) transiently and then devolved into pea. Despite these efforts, the patient could not be resuscitated.

Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
Per the instructions for use (IFU), arrhythmias are known potential adverse events associated with balloon valvuloplasty, the use of local and/or general anesthesia, aortic valve replacement and the overall tavr procedure. Pulseless electrical activity (pea) occurs when a major cardiovascular, respiratory, or metabolic event results in the inability of cardiac muscle to generate sufficient force in response to electrical depolarization. Pea is always caused by a profound cardiovascular insult. Examples include severe prolonged hypoxia or acidosis, extreme hypovolemia, flow-restricting pulmonary embolus, cardiac tamponade, thrombosis (coronary or pulmonary). Pea events may be related to the edwards device if it is associated to cardiac tamponade, annular rupture, or other edwards device related bleed. In this case the cause of the pea cardiac arrest cannot be confirmed; however, there was no evidence of cardiac tamponade, annular rupture or any other bleed related to any edwards devices. The patient¿s advanced age, and complex medical history may have contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.